Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer received information reported by a patient alleging while using a portable oxygen concentrator, "oxygen levels began dropping into the low 80's". The patient stated the unit did not display or produce any alarms and seemed to be functioning normally. The patient stated the device settings at the time of the event was at a setting of four. The patient began using a stationary concentrator at her home and began feeling fine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient alleging while using a portable oxygen concentrator, "oxygen levels began dropping into the low 80s". The patient stated the unit did not display or produce any alarms and seemed to be functioning normally. The patient stated the device settings at the time of the event was at a setting of four. The patient began using a stationary concentrator at her home and began feeling fine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The previous report was submitted as a product problem. After further review, the event is a serious injury and product problem. The outcomes attributed to the ae is life threatening. The health impact grid now captures serious injury in box h: device manufacturers.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged, and according to linv the unit produces therapy as designed, no operational issues found/noted. Any perceived faults/failure modes originate external to the device design. This complaint does not meet the definition of a reportable event.